Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk also, unable to perform the a21 error test, unable to verify a33 alarms or perform prime test due to motor error alarm. The insulin pump passed the displacement test. The insulin pump was received with normal operating current and passed self-test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.